Event description:
This supplemental report is being filled to include additional information regarding that the device was subsequently explanted.

Manufacturer narrative:
This supplemental report is being filed to provide additional information.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had received multiple inappropriate shocks due to oversensing of myopotentials. The patient was brought into the clinic and these myopotentials were reproducible in all sensing vectors. Auto screening tool was attempted but was unsuccessful. The system was deactivated at this time and their are discussions regarding a transvenous system. Recently, the entire system was explanted. No additional adverse events were reported.

Event description:
It was reported that this patient had received multiple inappropriate shocks due to oversensing of myopotentials. The patient was brought into the clinic and these myopotentials were reproducible in all sensing vectors. Auto screening tool was attempted but was unsuccessful. The system was deactivated at this time and their are discussions regarding a transvenous system. This is considered a serious injury as medical intervention was required to deactivate the system. No additional adverse events were reported.